Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, the balloon did not inflate. While attempting to inflate the quantum maverick balloon it was noted that the balloon did not inflate. Inflation was attempted several times without success. The procedure was completed using another of the same device. There were no patient complications and the patient condition was stable. However, product analysis revealed a longitudinal balloon tear.

Manufacturer narrative:
(B)(4): a quantum maverick balloon catheter with blood and contrast present in the device was received for analysis. Microscopic inspection revealed a longitudinal balloon tear located from the distal markerband to the proximal markerband. An inspection of the remainder of the device revealed no other damage or irregularities. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)